Event description:
Caller reported damage to the pump housing around the usb port, which affected the ability to charge the pump; however, the pump did not shut down, and there was no adverse impact to the customer¿s blood glucose level. Customer was informed by technical support that a replacement pump would be sent, as the pump was still under warranty. Customer agreed to use multiple daily injections as a backup therapy and received instructions on placing the current pump into storage mode before returning it to tandem using a prepaid label within ten days.